Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he is not experiencing good stimulation, he feels like electrocuted.